Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, there was contamination on the j1005 connector. The cause of the non-functional response buttons is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.